Manufacturer narrative:
This supplemental report is being submitted to provide customer response and updates. Further communication with the customer conveyed the following information: the problem was first noticed on (B)(6) 2020 at the beginning of a laparoscopic cholecystectomy. As soon as it was plugged in, the screen went black. There was no delay in the procedure in which the subject device was used. There was no patient involvement or patient injury. The intended procedure was completed with backup camera model otv -s7h-na-12e / sn(B)(6). There were no other devices replaced during the procedure. The camera head was inspected before the procedure. The illumination light was emitted but there was no picture. There was no damage to the camera cable. The connections and settings were checked. The video plug and its electrical contacts were completely dry before connecting the plug to the video system. There were no foreign objects such as detergent remnants, hard water residue, finger grease, dust or lint on the electrical contacts. The devices used with the camera head were not provided; however, it is noted that the backup camera worked with all of the devices that were used in conjunction with the defective camera head.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. The device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would cause or contribute to the reported issue. The device met all specifications at the time of shipment. As a result of the legal manufacturer¿s investigation, olympus has concluded that the damage to the device was likely caused by unexpected stress on the head due to the user's handling. This device was repaired and returned to customer. The instructions for use states, "do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head.".

Manufacturer narrative:
Device was evaluated. Evaluation determined that the reported issue was confirmed. Device evaluation determined that the unit was found with faulty ccd (charge coupled device) unit causing no image. In addition shortage in cable was observed causing an intermittent horizontal streaks on the image. The device was placed for repair. Based on evaluation findings the reported issue was due to faulty ccd unit and shortage cable attributed to electrical component failure. Investigation is ongoing therefore the root cause cannot be determined at this time. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that during reprocessing the device camera head was found with black screen and before it was plugged in color strips on screen were observed. There was no patient involvement on this event reported. No user injury reported.